Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the pen activated a blue flame appeared at the end of the tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an umbilical hernia procedure, the surgeon noticed that the tip was sparked when touching the debakey's. There was additional heat from the blue flame, thus it caused tissue damage but not a burn. A new device was used to complete the case.